Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. It was noted that the anchor sleeve was not returned with the lead.

Event description:
It was reported that during an implant attempt of the lead, the sleeve became dampened by blood and slippery. It was also reported that the sleeve slipped form down from the svc coil and futher to the hvb coil and a femoral puncture and "snare wire" was needed to obtain the sleeve. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.